Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, rectocele, uterine prolapse and weak rectovaginal fascia on (B)(6) 2012 and mesh was implanted concurrently with sub total abdominal hysterectomy with right salpingo-oophorectomy. It is reported that the patient experienced incontinence, pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion:no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05750 and medwatch 2210968-2012-05751. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced enterocele and rectocele.

Event description:
It was reported that following insertion the patient experienced enterocele and rectocele.